Event description:
It was reported that a user experienced hyperglycemia after pausing insulin delivery on the ilet and forgetting it remained paused, with the user later noting that device sounds had been turned off and were subsequently re-enabled without further issues. Symptoms included elevated blood glucose around 400 mg/dl with associated feeling unwell. Outcomes included no hospitalization and no device alerts or alarms during the event per the user¿s report. Investigation included a support call with education and follow-up, during which the user confirmed sound settings were changed back on and no further problems were observed. Investigation of this case revealed user management of the pause insulin feature with sound settings off, leading to prolonged pause and resultant hyperglycemia; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with device settings and use environment contributing to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.